Event description:
Boston scientific received information that a recent device evaluation was done and found this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) and subsequently end of life (eol) due to extended charge-times in mid-life. The device was still able to deliver therapy as the battery voltage was 2.55 volts but the charge time was 32.3 seconds. The patient's previous check was (B)(6) 2010, and eri and eol were declared in (B)(6) 2010 and (B)(6) 2011 respectively. Surgical intervention was performed and the device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expeted, our investigation is complete. This investigation will be updated should further information be provided.